Manufacturer narrative:
The event of vision loss is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information provided by physician indicated iop noted to be low, ranging from 3-11 mmhg post-operatively. The physician filled the affected eye with "viscoat the following week" after implantation, as the iop was low. "Treatment given and planned: a/c reformation (B)(6) 2017; all glaucoma drops stopped po day 1. Normal steroid taper". After reformation with viscoelastic, iop remained low. Visual acuity was noted to decrease further, from a baseline of 20/150 to as low as 20/600 post-operatively. Latest va measurement still low at 20/300 (legal blindness). It was noted that, "[physician] has got the patient under control."

Manufacturer narrative:
The event of low intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: warnings: the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis). Precautions: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Healthcare professional reported that a patient is experiencing "hypotony" after implant with a xen® device for an unknown side. The device remains implanted.